Manufacturer narrative:
The service rep stood by customer while the system was in use. System did not fail during time on site. He turned on the external monitor feature for sales. Sales decided to cancel the service call since system is manageable and no longer acting up. They would prefer to no longer reload software onto the system as suggested. This correction is as follows: this MDR was originally submitted under the number 1720753-2007-07040. That number had already been submitted for model 2800, submitted on 11/8/07. We are submitting this report to replace the duplicate report number for this device.

Event description:
It was reported the 9900 system would lock up, continue the fluoro beep, and swap upside down. This was used in an animal lab. No injury.